Event description:
It was reported that in addition to feeling tired and dizzy the patient has noticed a vibration in the area of the pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.